Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
According to the customer: it was reported that the hcu40 displayed the error message "flow too low" during patient treatment. Additional information: no negative consequences for the patient were reported. (B)(4).